Event description:
A female presented to pediatric emergency dept with complaints of abdominal pain and fever. An abdominal CT scan revealed a ruptured appendix with a large abscess adjacent to the tip of the appendix. Underwent CT guided drainage of abscess with placement of drain in the interventional radiology dept. A completion CT scan revealed a tiny linear metallic fragment-approx 3-4mm, most likely a retained tip of the guidewire, in the abdominal wall muscle, adjacent to the drain. Full disclosure to family, with no plans to retrieve the fragment.